Manufacturer narrative:
Date of event: exact date is unk, all pts in the registry were treated between 2005 and 2006. Unk as the upn and batch numbers were not disclosed. Date of implant: exact date is unk, all pts in the registry were treated between 2005 and 2006. For asymptomatic vessel dissection. Other for no allegation of product malfunction or non conformance contributing to the reported event. Report source: neurology. 2008;70(17) :1518-24 and neurology. 2009.

Event description:
This event was reported in an article from a national institute of health registry to investigate the success of treating pts with 50% to 99% stenosis with angioplasty and a single intracranial stent. The article refers to other neurological complications that occurred in the peri procedural period. There were four cased of in stent thrombosis that were successfully treated with iib/iiia agents in three cases and an unspecified treatment in one case. Two cases of cerebral infarct with neurological signs lasting less than twenty four hours. Two cases of transient ischemic attack. One case of somnolence for thee days post procedure with no infarct evident on MRI. Two cases of asymptomatic vessel dissection and two cases of transient vasospasm. There is no clear relationship between the number of events versus the number of pts involved as well as if any of the events occurred in the sixteen pts who suffered a stroke of expired during the course of the study (as reported in the MFR reports listed on page 3).